Event description:
The customer used the device to check their blood glucose and obtained a result of 332 mg/dl. They dosed insulin and retested about twenty-five minutes later and the result was 297 mg/dl. They were driving to a doctor's appointment and lost consciousness and hit a cement wall on the side of the highway. Emergency medical technician checked patient's glucose and the reading was 31 mg/dl. Patient's device was used and it read 304 mg/dl. They were taken to the hospital and given oral glucose. They were kept for observation and tested on a hospital meter which read 218 mg/dl after treatment. They thought controls were in range on their system. Controls in use had been expired. The device was replaced and requested to be returned for evaluation.